Manufacturer narrative:
Manufacturers investigation conclusion: a direct correlation between the reported event and heartmate ii lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 4 years and 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was implanted with left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted to the hospital. A pump exchange was performed due to suspected pump thromboses. Patient's heartmate ii pump was exchanged for a heartmate ii pump. No alarms were noted for the event. No further information was provided.